Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported the handset wasn't working. Patient said the handset would come on, but then a message would come up saying 'system error: system has encountered an unexpected error: call medtronic tech support: 0x2148ce18' on the therapy app. Agent asked event date, patient said they were having trouble with the handset before the error came up, but never saw the error until yesterday. Patient mentioned they had a lot of pain with their nerves and had trouble with that. Patient confirmed the implantable neurostimulator (ins) was charged, and they had just charged yesterday; they had difficulty charging prior. Agent had patient reset the handset and communicator. Patient said sometimes the blue light was not always on; agent reviewed info. Patient was able to connect to the implanted neurostimulator in the therapy app after holding blue side of communicator directly over ins location and confirmed therapy was on. Patient mentioned they thought it took a long time to connect to the ins with the app. The troubleshooting steps that were taken on the call resolved the issue. Agent redirected patient to healthcare provider (hcp) if the issue persisted. Agent reviewed patient may have to keep the communicator closer to ins to connect in the future, and to call back or redirect to hcp if they continue to get the system error messages again. On 2024-jul-11 pt called reporting same events. Pt states not better and has other nerve pain from what the [implant] surgery is helping with. Pt states back pain is gone but hard to tell with the nerve pain in the way and hard to walk. Pt states the hcp said they possibly irritated the nerve. Pt states they can charge but cannot make any other adjustments. Pt states at times works and other times just having these issues. Pt states when goes into group a and attempts to lower, doesn't do anything and cannot lower and or increase. Agent verified all equipment was charged. Agent had pt reset communicator and pt was able to get into the settings. Agent advised to hold the communicator over the ins in order to connect. Pt states the equipment is not working well and reported same events and hard to adjust and cannot see. Agent went through the pieces and reset communicator and during call pt was able to adjust at times and at times would see no device response. Pt mentioned when increasing knocked the crap out of pt because it was too strong. Pt states they cannot adjust anything up or down and just gets no device response, agent reviewed to push try again. Pt states taking a long time to charge 2-3 hours to charge and states the ins is running down and will be at 100 in the am and drop to 30 in the evening. Pt mentioned issues during the actual surgery they are going to address: pt states their hcp thinks they had irritated their nerve during implant. Agent advised to try the different groups in the meantime until they can check the device and equipment. Pt states they don't know what is helping or not as not helping turn up or down. Pt mentioned multiple times how upset pt was about the whole process. Pt states they have an appointment next week and a rep will be present. Agent sent email to reps for visibility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.